Event description:
While doctor was using the laser fiber for lithotripsy portion of case, three pops were heard. Laser rent technician immediately removed the laser and inspected it. Staff noted the drapes had a burn hole. The physician concluded case could resume. After conclusion of case, a small burn on the patient was also noted. Wound was cleanse and dressing applied. The rep was present when the event occurred.